Event description:
Reported to risk management on may 18, 2017. Hole in thoracentesis catheter during the course of the procedure. Air entered the pt and may have contributed to a pneumothorax. The catheter and tray were not sequestered leading to limited info in this report. Reported to vendor/MFR by (B)(4) in materials management at (B)(6). Dose: needle aspiration, frequency: once, route used: pleural space. Diagnosis or reason for use: pleural effusion.